Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 536, 197 mg/dl. Tests were done within 11-20 minutes with a difference of 82%. Pt did not experience any adverse events. No further info has been reported.